Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the needle was difficult to retract, it had to be removed from the patient arm before retracting on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: does not retract. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the needle was difficult to retract, it had to be removed from the patient arm before retracting on unspecified number of devices. There was no health impact or consequence reported.